Event description:
I had blood clots removed and they put filters in. I was doing good. On (B)(6) the day of the removal of the filters I feel worse than I did before blood clots removed. My doctor keeps thinking it's anxiety and asthma; those medications aren't working. When I walk, I walk really slow, and my oxygen is low, and my heart rate is 130 sometimes 120. I don't know what is going on. Every time I go to the ER my EKG is abnormal sinus rhythm and tachycardia. I live on my own and I feel alone. Removing 2 large blood clots of my lungs.